Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose down to 27 (mg/dl). Although requested, the contact declined to provide treatment to correct bg. Customer alleged that the pump was not performing as intended. Review of the pump data logs by tandem technical support showed several pump profile settings were adjusted over the past month. In addition, it was reported that the customer administered insulin injections while on the pump. Tandem technical support informed the contact (customer¿s mother), pump data showed the pump was functioning as intended. Contact reported that profile changes were most likely made by customer¿s health care provider and nutritionist, but would discuss with her daughter, and agreed that the pump is functioning as intended.